Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant, lower than expected b-hcg ii (b-hcg) result was obtained when a patient sample was tested using vitros b-hcg lot 3650 on a vitros eci q immunodiagnostic system. Patient 1, sample 1 result of < 2.39 miu/ml versus the expected result of 100 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, lower than expected vitros b-hcg result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a discordant, lower than expected b-hcg ii (b-hcg) result was obtained when a patient sample was tested using vitros b-hcg lot 3650 on a vitros eci q immunodiagnostic system. A definitive cause of the event was not established with the limited information provided. There was limited historical qc data to assess vitros b-hcg lot 3650 performance and the customer only processes a single qc, therefore a vitros b-hcg lot 3650 reagent performance cannot be ruled out as a contributor to the event. However, the vitros b-hcg lot 3650 result from qc testing on the date of the event was acceptable and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros b-hcg reagent lot 3650. It was not determined if the vitros eci q immunodiagnostic system was performing as expected around the time of the event, therefore an instrument issue cannot be ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Manufacturer narrative:
The investigation determined that a discordant, lower than expected b-hcg ii (b-hcg) result was obtained when a patient sample was tested using vitros b-hcg lot 3650 on a vitros eci q immunodiagnostic system. A definitive cause of the event was not established with the limited information provided. There was limited historical qc data to assess vitros b-hcg lot 3650 performance and the customer only processes a single qc, therefore a vitros b-hcg lot 3650 reagent performance cannot be ruled out as a contributor to the event. However, the vitros b-hcg lot 3650 result from qc testing on the date of the event was acceptable and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros b-hcg reagent lot 3650. It was not determined if the vitros eci q immunodiagnostic system was performing as expected around the time of the event, therefore an instrument issue cannot be ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A supplemental emdr is being submitted, as an emdr initially sent for this event (B)(6), MFR report number: 3007111389-2023-00072, sent 16-may-2023) indicated the date of the event was 10-apr-2023. The correct date of event (as per section b3) is 28-mar-2023. ----------------------------------------------------------------------------- a customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant, lower than expected b-hcg ii (b-hcg) result was obtained when a patient sample was tested using vitros b-hcg lot 3650 on a vitros eci q immunodiagnostic system. Patient 1, sample 1 result of < 2.39 miu/ml versus the expected result of 100 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, lower than expected vitros b-hcg result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).